Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper case and battery drawer were broken and that the battery release was contaminated, therefore they were replaced. Analysis also found the lower case, two side bail covers and the ring cover broken, the lead flex cover contaminated, the battery contacts compressed and the liquid crystal display (lcd) out of specification. (B)(4).

Event description:
It was reported that the epg (external pulse generator) had a sticky battery drawer and cracks in the front casing and external part of the battery drawer. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the epg (external pulse generator) had a sticky battery drawer and cracks in the front casing and external part of the battery drawer. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).